Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) in an uncomfortable location. It was reported that the ins pocket site was causing her discomfort and she wished to have it moved to another location. It was located higher above her hip in the back and she would like it moved towards her gluteus area. No further patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.